Manufacturer narrative:
The patient is (B)(6) in height. An event regarding post-operative pain involving a duracon knee system was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the provided records concluded: ¿stryker orthopaedics confirms that the patient¿s components were not subject to a recall. The second opinion noted in the event description alludes to 'cracked cement' which could not apply to this uncemented total knee arthroplasty. There is no evidence that this patient with longstanding left knee disease has post-operative problems related to any factors of faulty component design, manufacturing, or materials.¿ device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The subject device is not part of any recall. Complaint history review was not performed as no product specific failure mode was identified. Conclusions: based on the timeframe outlined in the reported event and the clinician review, the patient's pain is determined to be related to normal post-operative pain which resolved shortly afterwards.

Event description:
Patient reported pain started right after left knee surgery. Patient went to physical therapy and could not bend his knee back, could not pedal a bicycle. Patient also states knee cap has bumps on it and has a tingling sensation. Patient had second opinion and states surgeon reported he "saw cracked cement".

Event description:
Patient reported pain started right after left knee surgery. Patient went to physical therapy and could not bend his knee back, could not pedal a bicycle. Patient also states knee cap has bumps on it and has a tingling sensation. Patient had second opinion and states surgeon reported he "saw cracked cement".

Manufacturer narrative:
Additional devices listed in this report: cat 6642-2-450, lot l7ayc, description: duracon metalback patella x-lg; cat 6290-7-030, lot 28271301, description: self-tap canc screw 6.2x30mm x 2; cat 6290-7-025, lot 24206801, description: self-tap canc screw 6.2x25mm; cat 6290-7-025, lot 28561201, description: self-tap canc screw 6.2x25mm; cat 6632-3-725, lot ytbe, description: duracon universal b/p beaded; cat 6630-8-055, lot slr8b, description: duracon p/a lft femoral large. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because they remain implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.